Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During follow-up, lead conductor externalization was noted on x-ray and there were no adverse consequences for the patient. The lead was explanted and replaced. The patient was in good condition following the procedure.